Event description:
Additional information was received from clinical data review that the lead impedance suddenly went out of range and a lead integrity alert was issued. There were also a significant number of short interval counts. Non-sustained episodes and oversensing of noise on the rv lead was also observed.

Event description:
It was reported that the right ventricular (rv) lead displayed high impedance >3,000 ohms. A lead fracture was suspected. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed and no anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual summary analysis of the lead indicated apparent explant damage. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.